Manufacturer narrative:
Investigation: the complaint was investigated for system locking up in middle of a study. The log files were reviewed and the cause was determined to be a software issue, where the esie measurement functionality was invoked via a workflow protocol in an unsupported condition. In this case, b-mode esie measurement is invoked for b+d mode (b-mode together with spectral doppler mode) image through user defined protocol (from esie protocol). However, b-mode esie measurement supports only b-mode images. This resulted in hanging the esie measure algorithm, and a system reboot was required to recover. The issue was resolved in a software release for the sc2000 ultrasound system. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the ultrasound system locked up in the middle of an unspecified study. The user rebooted the system but the attempt did not work. It is unknown whether the ultrasound system was replaced; however, the same transducer was used to complete the study. It unknown if the patient sustained injury as a result. No additional information was provided. Multiple attempts were made via email and telephone calls to obtain additional information regarding the reported phenomenon and patient outcome but with no results.